Event description:
It was reported that the customer experienced high blood glucose levels and bent cannulas frequently but did not receive any no delivery alarms. The customer's blood glucose was 452 mg/dl. Troubleshooting was done. The customer stated that the insulin pump did not alarm no delivery as it should have. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However the device was received with minor scratched lcd window and cracked reservoir tube lip.